Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction. The se replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the backlight inverter pcb. The ventilator passed all testing.

Event description:
It was reported that the ventilator display was erratic. There was no patient connected to the device.

Manufacturer narrative:
(B)(4). Further review of the repair information indicated that the graphical user interface (gui) printed circuit board ( pcb) was not replaced. The service engineer dissembled and reassembled the gui. Video graphics array cables may have been slightly pinched. The cable was readjusted and reassembled. The ventilator passed the entire required test.